Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse tested and examined fault logs and observed alarm event ¿leak in iab circuit¿. During testing observed iab fill port luer fitting loose to crm, secured and performed all leak tests. Passed all leak tests. Triggered ¿leak in iab circuit" and operated to specifications. Could not duplicate any failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.